Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the system error 105 caused by severed motor mount screws. The motor assembly and mount screws were replaced. See scanned page.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any pt involvement or injury is unk at this time.